Event description:
It was reported that the device, when used with an attachment, sparked/smoked while being used by a surgeon. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention.

Manufacturer narrative:
Correction: d9; h3. The device was not returned for evaluation; therefore, a root cause could not be determined for the event. H3 other text : device was not returned.

Event description:
It was reported that the device, when used with an attachment, sparked/smoked while being used by a surgeon. Back-up equipment was used to complete the procedure. No clinically significant delay, no adverse consequences and no medical intervention.